Manufacturer narrative:
The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that one day after placement of the gastrostomy feeding tube, the device was filled with sterilized water and allegedly leaked. Reportedly, the device was removed. There was no reported patient injury.

Event description:
It was reported that one day after placement of the gastrostomy feeding tube, the device was filled with sterilized water and allegedly leaked. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number reported met all release criteria. It was reviewed the manufacturing process procedure applicable for silicone molded balloon didn't not find any changes that could have affected or contributed to the reported issue. During this review, was not observed any manufacturing related cause for this reported event. This is the 1st complaint reported for this lot number and issue to date. Investigation summary: one 20fr tri-funnel device was returned for evaluation. Visual, functional and microscopic evaluations were performed. The investigation is confirmed for a leak, as a split was observed on the proximal side of the balloon. The split was observed to be rough in surface texture. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Although the root cause of the event and thus the applicability of any IFU statement is unknown, the IFU does discuss the appropriate inflation and maintenance of balloon volume.